Event description:
An emergency patient was in the cath lab for catherization with 3 staff members and 1 cardiologist present. Approx 1 hour into the the procedure the patient went into fibrillation and the monitoring technician put the system into continuous record mode. After about 4 minutes of continuous recording, the system locked-up and went flat line with the scrolling symptom. After an indeterminate time, the system was rebooted completely, and after the system came back, the patient was defibrillated.